Manufacturer narrative:
The customer originally reported that erroneous high test results were obtained for four pts. Test data was only provided for two pts. Quality control (qc) was run daily and was within specs before and after the erroneous results. Customer ran a system check on (B)(4) 2008 at 18:42 and it failed the washed portion. Customer then replaced the duckbill valve, ran another system check on (B)(4) 2008 at 20:06 and that passed within specs. Customer repeated pt samples back to the last acceptable qc. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This is event 2 of 2 reported by this customer. The related MDR is 2122870-2011-06104.

Event description:
Customer reported erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for two pt samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were reported out ot the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer. An MDR was filed for each of the two pt samples tested on separate dates.